Event description:
The customer returned the autoclavable camera head to the service center for a separate issue. During the device analysis, the Service Repair Technician indicates that failed leak test at cable was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: The most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.